Manufacturer narrative:
The alarm trace had several abnormal signal low alarms on the day of the event. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer replaced several valves, checked for leaks, and performed a prime check. This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter questioned results for multiple patients tested for elecsys hcg + beta test system, elecsys probnp ii immunoassay, and elecsys troponin immunoassay on a cobas 6000 e601 module between (B)(6) 2020. The following are examples of discrepant results for 5 patient samples: sample ID (B)(6) the initial troponin result was 626 and the repeated result was 1251. Sample ID (B)(6) the initial troponin result was 8 and the repeated result was 19. Sample ID (B)(6) the initial hcg+b result was 24 and the repeated result was 78. Sample ID (B)(6) the initial hcg+b result was 319 and the repeated result was 846. Sample ID (B)(6) the initial probnp ii result was 34 and the repeated result was 1866. The units of measure were not provided. The questionable results were reported outside the laboratory. The reagent lot numbers and expiration dates were requested but not provided.